Event description:
It was reported to boston scientific corporation that a radial jaw 3 single-use biopsy forceps was used during a gastrointestinal biopsy procedure performed on (B)(6), 2011. According to the complainant, during the procedure, a hemorrhagic ulceration of the mucous membrane was noticed after biopsy collection. The bleeding was stopped by applying hemostatic clip(s). The procedure was completed with this radial jaw 3 single-use biopsy forceps device, and reportedly the patient was hospitalized post procedure.

Manufacturer narrative:
The complainant provided two lot numbers for the suspect device, but was unable to specify which lot had been used in the procedure lot# 13905517 (device manufactured date 11/12/2010, device expiration date 11/11/2013) lot# 13392111 (device manufactured date 04/19/2010, device expiration date 04/18/2013) the complainant indicated that the device was disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4).